Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. In process but not yet complete.

Event description:
It was reported that during procedure in 2007, screw components were missing from the optigun unit. The optigun then malfunctioned and could not be used. The screws could not be found.